Manufacturer narrative:
The device is an instrument and is not implanted/explanted. The investigation could not be completed and no conclusion could be drawn as the device has not yet been returned. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: device needs to be sent in for repair because of failure. The motor of the device is noisy and gets stuck resulting in the device to stop functioning. No reported patient involvement. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A service history review was performed, the item was previously returned on 30.09.2013 due to cgzb - coupling tool side defective. The customer called in a service request for this item on 01/23/2014 for the problem: motor of the device is noisy and gets stuck resulting in the device to stop functioning. The previous service condition is not relevant to the current complained issue. The manufacture date of this item is 06/15/2006 additional evaluation was conducted. The report indicates that during the pre-repair diagnostic assessment, the service technician identified the following codes: failure code: cbxc (motor seized, rough running, defect) additional information: head full of powder, heavily corroded probable cause code: edv (normal wear).